Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 218 mg/dl. Troubleshooting was performed. The device was returned for analysis.